Event description:
Consumer reported complaint for error message (e-2). At the time of the call the customer reported feeling dizzy; medical attention was not needed at the time. The customer was not using the proper testing techniques. During the call, a blood test was performed by the customer non-fasting and produced test result of 240mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/23/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user)